Event description:
While at home, the patient's hickman catheter was manipulated/flushed after which a popping sound was heard. Immediately, the patient reported not feeling well, the catheter fell, and blood flowed from the catheter. The patient was taken to the emergency department with shortness of breath. The patient went into respiratory failure, was intubated and transferred to the micu. Subsequently, the patient became bradycardiac. Resuscitation was initiated. The patient went into pea arrest with subsequent asystole and death.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.